Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box data revealed multiple low battery warnings and a replace battery alarm. The black box data contained evidence of voltage fluctuations. There was no visible damage to the battery compartment. The battery cap was able to fully secure onto the pump. The pump powered on with the returned battery cap. A replace battery alarm was received upon powering on the pump. The pump was opened and a negative battery connection on the printed circuit board was not soldered; causing an intermittent power connection.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.